Event description:
On (B)(4) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: there was moisture corrosion observed on the display screen inside the pump. The pump failed a leak test due to a leak resulted by a crack between the display lens and the case seal. The battery compartment was cracked below the bumper grip. The pump was unable to power on and was completely unresponsive due moisture ingress. The pump¿s cover was removed and further moisture corrosion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).